Manufacturer narrative:
(B)(4).

Event description:
During evaluation of this device by a philips field service engineer (fse) for a different symptom, the fse noted that the device would not charge. There was no patient involvement.